Manufacturer narrative:
The field service engineer (fse) inspected the system and identified a fluid leak at the substrate fluidics line due to a loose fitting. The fse tightened the loose fitting and resolved the issue. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, the likely cause of the event is attributed to the substrate line fitting. A definitive root cause is unknown.

Event description:
The customer reported the substrate bottle empty with tests remaining and sample counts outside limits system errors involving the access 2 immunoassay system. The customer stated there were no erroneous patient results generated. There was no patient impact associated with this event. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.